Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inanapropriate therapy due to oversensing of noisy signals. Available data was reviewed and it was determined that the most likely cause was an air bubble. Additionally, it was noted there two previous episodes where noise had been oversensed for which no therapy was delivered. The device sensing was programmed to primary and no noise was noted. Therapy delivery was turned off and the patient will be monitored, with further examination scheduled. The patient had a a prolonged hospitalization as a result. This device remains in service. No additional adverse patient effects were reported.